Manufacturer narrative:
(B)(4). DHR review could not be conducted since the lot number was not provided. Based on sample was not received and picture is unclear about which product was used, compliant can not be confirmed based with the information received. Sincce the part number and defect not was provieded failure mode could not be confirmed with picture attached, however it is necesary to recive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. The reported defect cannot be confirmed with picture that was provided. However, it is necesary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions.

Event description:
In (B)(6) 2020, a partial thyroidectomy was performed on a patient. She reports that 3 or 4 clips were used. On xray it is unclear if the top mark on the neck is a clip or calcification. It appears to be a clip based on one radiologist who examined the xray. The patient can feel pain and the clips, foreign bodies, pieces of metal inside in her neck when swallowing, neck movement, talking. The patient is planning to have the clips removed.

Manufacturer narrative:
(B)(4). Teleflex will continue to monitor and trend related events.

Event description:
In (B)(6) 2020, a partial thyroidectomy was performed on a patient. She reports that 3 or 4 clips were used. On xray it is unclear if the top mark on the neck is a clip or calcification. It appears to be a clip based on one radiologist who examined the xray. The patient can feel pain and the clips, foreign bodies, pieces of metal inside in her neck when swallowing, neck movement, talking. The patient is planning to have the clips removed.